Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that a medical professional reported the implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation the ICD was found to be at elective replacement indicator (eri). No field allegations were made in regards to the performance of the ICD. The ICD was returned two months later from an unknown source and a form indicating that the ICD was replaced with another manufacturer's product was received. Testing performed by our post market quality assurance laboratory noted a product performance issue with this device.